Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The doctor reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening, red particles material was found on the gel and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: sharp edge opening in the shell with stress marks assessed as surgical impact opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp edge opening in the shell with stress marks assessed as surgical impact opening. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
The doctor reported right side rupture. The device has been explanted.